Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: review of the black box data revealed the last bolus delivery and the last basal delivery was on (B)(6) 2015. The total daily dose history added up correctly and reflected the user¿s programmed basal rates. The pump history showed the pump was manually suspended on (B)(6) 2015 at 14:42 and deliveries were never resumed after that. On investigation, the pump was exercised for 24 hours without issue; the pump passed the delivery accuracy test and was found to be operating within the required specifications, delivering accurately and without malfunction. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be discolored.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose (bg) of 25 mmol/l with symptoms of difficulty waking, excessive thirst and urination and nausea. The patient was reportedly treated by a health care provider with manual insulin injection. The patient reportedly discontinued insulin pump therapy. The reporter alleged that the basal delivery totals in the total daily dose did not match the basal program total without a known cause for the variation. The reporter confirmed that the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy and the alleged malfunction was not resolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.